Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that a patient was in the hospital due to an infection at the pocket of the ins. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that as of (B)(6) 2017 the patient was an inpatient at the hospital getting IV antibiotics to control possible infection. It was noted that the stimulator system had not been removed because the doctor believed it could be salvaged.

Manufacturer narrative:
The main component of the device, other applicable components are: product ID: 977a260, serial# (B)(4),implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a nuerostimulator for non-malignant pain. It was reported that the patient had an infection. The patient was experiencing pain, redness and swelling at the implant site and the lead insertion site. The sites were both warm to the touch. A telemetry reading was attempted however the battery was discharged. The primary healthcare profession had ordered a round of antibiotics for the patient. No further complications were reported as a result of this event.